Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem's user guide: "after fill tubing is complete, when the pump returned to the home screen, an estimate of how much insulin is in the cartridge is displayed in the upper right portion of the screen. You will see one of the following on the screen:" +40 units, +60 units, +120 units, +180 units, +240 units. "After 10 units are delivered, an actual number of units remaining in the cartridge will be displayed on the home screen."

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose (bg) level of 43 mg/dl. Reportedly, the customer fell and resulted in broken leg. Customer¿s bg was treated intravenously with saline. The customer was discharged on (B)(6) 2022 with the issue resolved and no permanent damage. Reportedly, the customer was using ozempic insulin, cold insulin and was using pump supplies beyond labeling. Tandem customer clinical support informed customer that using ozempic, cold insulin and using pump supplies for more than 48 to 72 hours is off label per the user guide. Additionally, the customer reported that insulin gauge was inaccurate. System check with tandem technical support confirmed that the pump and related supplies were operating as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.